Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker battery indicated one year remaining and then one month later declared elective replacement time (ert). It was noted that no programming changes were made. Boston scientific technical services (ts) recommended explanting the device. At this time the pacemaker remains in service and no adverse patient effects were reported.